Event description:
Surgery team visualized flames at the tip of electrosurgical pencil when contact was made with patient's skin during a right wrist orif (open reduction and internal fixation) surgical procedure. Patient had grounding pad placed. Esu setting was modified from 50/50 cut/coag to 40/40. However, handpiece continued to emit flames when activated. Use of the esu (electrosurgical unit) and handpiece discontinued and removed from operating room.